Event description:
Iabp alarmed for helium lose and spoke with teleflex regarding specks of blood along the tubing. Teleflex advised balloon rupture as evidenced by blood specks in the helium tubing. Unsuccessful attempts to remove iabp catheter x 2 and pt taken emergently to the operating room for removal and repair of femoral artery. Surgery successful but pt died the following day and unable to exclude need for surgical removal of catheter as a contributing factor for previously unstable pt.